Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity drug eluting stent to treat a severely tortuous and calcified lesion located in the circumflex artery, exhibiting 98% stenosis. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues identified. Negative prep was performed. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported that the stent failed to cross the lesion and stent deformation occurred due to use of the device in difficult lesion morphology. Procedure was completed using a non-medtronic device. Patient status post-procedure is alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: numerous kinks were evident along the catheter 10cm, 12.6cm and 60.4cm distal to the strain relief. The stent had moved proximally on the balloon and was not positioned on the balloon between the markerbands as per specifications. Deformation was evident to the 16th, 21st and 22nd distal stent wraps with struts raised and bunched. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image review: an image captures a lesion in the right coronary artery. An image captures a lesion in the circumflex artery as reported by the account. Several angles of the lesion in the circumflex are imaged. Stenosis is also visible in the proximal left anterior descending artery. There are patchy bright spots along the path of contrast. It is possible that this is the reported calcification of the lesion. A guide wire is delivered through the lesion. A pre dilation balloon is delivered to the lesion. An unidentified stent is delivered to the lesion and the unidentified stent is deployed. Patency is restored to the artery after stent deployment. There is stenosis visible distal to the treated lesion. Images show the lesion post treatment. Patency has been restored although these is some distal vessel stenosis. 2 guide wires can be seen in the image. No images were captured showing the reported resistance, use of excessive force or the reported stent deformation. If information is provided in the future, a supplemental report will be issued.